Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the guidewire hydrophilic coating revealed bump in the nitinol middle section and the guidewire was also slightly bent along its middle ptfe (polytetrafluoroethylene) section. The ptfe coating was scraped on several places along the guidewire; resistance was encountered during functional testing. Additional information provided by the customer indicated that the guidewire was confirmed to be in good condition after unpacking and during preparation, the guidewire was prepared as per device directions for use (dfu), continuous flush was maintained during the procedure, the torque device was used on the guidewire, and in the physician's opinion the cause of this event was a hydrophilic coating problem. Based on the information provided and analysis of the returned device, it is possible that the ptfe coating was scraped due to insecure tightening of the torque device. However, since the torque device was not returned for analysis this could not be confirmed. It is probable that the guidewire was bent due to advancing the device into the microcatheter against the reported friction which was likely due to the bump in the hydrophilic coating observed during functional testing when the guidewire was soaked. The cause of the hydrophilic coating swelling could not be definitively determined following the investigation. Therefore, an assignable cause of undeterminable was assigned to the reported event and analyzed anomalies.

Event description:
Analysis of the device revealed that the the guidewire ptfe (polytetrafluoroethylene) coating was peeled off. There was no clinical consequence to the patient as a result of this event.